Manufacturer narrative:
The device was returned and the following were found during the evaluation; the tissue pads were worn out and some were missing; the tissue pad piece that fell off and the coating on the probe had peeled off; the seal and cut output is performed for a long time with nothing gripped between the gripping part and the tip of the probe. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device (thunderbeat) had its the white pad peeling off. The issue occurred during the therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The intended procedure was a laparoscopic liver resection.

Manufacturer narrative:
Corrected fields: b5 (information was inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the tissue pad peeled due to one of the following factors: 1. During the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad became worn. 2. A force was applied to the peeled tissue pad causing it to fall off. The following information from the instructions for use pertains to this event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.